Manufacturer narrative:
Other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Pump was found to be slightly over delivering but within the manufacturing specifications. The expulsor was trimmed in order to bring the delivery into more nominal of a range. The cause of the reported problem could not be determined. The DHR review is not applicable or relevant because this device is not an out of box failure and the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump "failed flow testing" alarm. No patient injury reported.